Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia 3-piece product, and our experience, we have determined that the following factor may have caused or contributed to the reported issue: off-label use of the yamane technique: the CT lucia 602 lens is not validated for use with the yamane scleral fixation technique. This off-label method introduces rotational forces and anchoring dynamics that are not accounted for in the design specifications of the lens.

Event description:
CT lucia 602 lens was placed in the eye. Two days post-surgery, the physician noted rotisserie of the lens. An explantation of the lens is planned. The yamane technique was used during the procedure.